Event description:
Information was received indicating that during testing the pump exhibited a constant "cassette not attached properly, reattach cassette" alarm. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed tamper seal missing. During functional check, the customer's problem could not be duplicated. However, in event history log show multiple alarm cassette not attached properly. On inspection found battery compartment cracked. The root cause could not be determined. Replaced downstream occlusion sensor as preventative measure and battery compartment.

Event description:
Additional information received on 5-may-2022 via email and attached to complaint object: there was no patient involvement with this pump, the issue happened during testing.